Manufacturer narrative:
(B)(4). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intra- and extracapsular. Rupture", "siliconoma", "periprosthetic echogenic effusion."

Event description:
Healthcare professional reported right side intra- and extracapsular rupture, siliconoma in the right axillary region, and periprosthetic echogenic effusion diagnosed by mammogram and ultrasound. Healthcare professional additionally reported right side "right breast nodule", which is not device-related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the videos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side intra- and extracapsular rupture, siliconoma in the right axillary region, and periprosthetic echogenic effusion diagnosed by mammogram and ultrasound. Healthcare professional additionally reported right side "right breast nodule", which is not device-related. Device has been explanted and replaced with a non-allergan device.